Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The up arrow keypad button was intermittently unresponsive during testing; all other buttons responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported the up arrow button was intermittently responsive. The patient claims this issue began around (B)(6) 2012. The patient reportedly wore the pump in a pocket and did not clean it. The patient denied exposing the pump to trauma or moisture. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.